Manufacturer narrative:
H6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No issues were noted. A functional evaluation was conducted. The unit would not respond or pressurize when the power rocker switch was engaged. The unit was disassembled. The fuse on the printed circuit board tested good. The pre-pressure test jig was used to bypass the unit's printed circuit board and fuse. The unit did not pressurize. The motor was checked with an ohmmeter and was open. No visible leaks were noted, however the piston migration was at 1.9 inches. The complaint of the arm not locking was confirmed. The root cause is an open circuit. The failure of a leak was also confirmed. The root cause is a seal failure. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider 2 tenet's arm would not lock. There was a leak in the seal from being pressurized and unused for a lengthy period of time. No case reported; therefore, there was no patient involvement.